Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (1g every four days) and intraperitoneal fortum (1g daily) for peritonitis. Dianeal therapy remained ongoing. Three days after the event onset, the patient was deemed recovered from the event. Fourteen days after the event onset, the vancomycin and forum were discontinued and the patient was discharged from the hospital. At the time of this report, the patient's effluent is clear. No additional information is available.